Manufacturer narrative:
Product labeling for limitations states: "the performance of this system has not been evaluated in the critically ill." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high glucose result for one patient tested with an accu-chek inform ii meter serial number (B)(4). At 8:55 a.m., the patient¿s meter result was 286 mg/dl. At 8:57 a.m., the patient¿s meter result was 126 mg/dl. The reporter stated the second sample contained more serous fluid than blood on the test strip. The reporter was not able to obtain an arterial or venous sample because the patient is on a life sustaining treatment and the treatment cannot be interrupted.